Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The patient stated the cgm value was high and the bg finger stick value was 32 mg/dl. The patient felt bad and described the feeling as 'weird'. He had no energy and could not move so his wife gave him a glucagon injection and then transported him to the hospital. He was treated with IV glucose to stabilize the bg level. At the time of the report on (B)(6) 2022, the patient stated they felt 'weird and his mouth was very dry. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).